Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that the patient had experienced a 20% underinfusion of the medication dose. This was observed while disconnecting the device after the expected therapy time was completed. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a2: date of birth: (B)(6) 1967 (previously submitted as ni). Additional information was added to d10, h3, h4 and h6: h4: the lot was manufactured from august 24, 2020 - august 25, 2020. H10: the actual device was received for evaluation. The sample was returned containing 58 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.